Event description:
It was reported that a patient presented with their right ventricular leadless pacemaker exhibiting interrogation failure. Further investigation found that the device had dislodged. No intervention was reported. Patient was stable.

Event description:
New information received noted the device had dislodged but was still in the right ventricle. A retrieval attempt was unsuccessful due to the device being endothelialized. Device remained implanted and was deactivated. There were no further plans to address the dislodgement at the time of the event.